Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient's friend reported that "they did not think the stimulator ever helped him". Caller confirmed this had been happening since the implant ((B)(6) 2016). Caller said that they had tried all 4 programs but nothing had helped them, and the doctor had also tried reprogramming but this had not resolved the issue either. Caller then mentioned that the patient had some medical issues happen, all in (B)(6) 2016. Caller says that the patient "was in the hospital and they had blockage on their bladder and had to have scar tissue removed and they also fell and the had a uti, but it had never worked since the implant and the had a uti also in (B)(6), maybe that was why he fell, because they were really dizzy from the uti". Caller says that when the patient was in the hospital, the "nurses could not even get a catheter in because there was so much blockage and they had to use a suprapubic catheter" patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.